Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, wear and tear damaged enclosure, front cover, line cord and outdated printed circuit board (pcb) and power switch. Functional testing found the device wouldn't heat the water due to a faulty heater. The root cause of the reported issue was found to be a malfunctioning heater. No action taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the fluid arming device will not heat. There was no additional information provided.